Event description:
The affiliate reported the customer alleged a discrepant carcinoembryonic antigen (cea) result, above normal clinical range, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within the clinical range. The elevated result was not released out of the laboratory. There was no report of pt injury. There has been no report of change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed dark counts check, system check, high sensitivity (hs) foam/hs no foam test, carryover test, and quality control (qc). All system test results were within specifications. The fse reported no system issues. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.